Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the ipg is inoperable. The patient last felt stimulation approximately a year ago. In turn, the patient underwent surgical intervention wherein the device was explanted and replaced. Therapy was restored post-surgical intervention.